Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02990. It was reported that following an implant procedure that the patient experienced pain in their calf. X-rays were taken and ruled out any significant issue. To address the issue, the patient went back into surgery to have their system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.